Event description:
A customer contacted beckman coulter inc. (Bci) regarding an erroneously elevated troponin (accu tni) result that was generated by the unicel dxc 600i synchron access clinical system for one pt. A pt sample was tested for accu tni and a result of 0.54ng/ml was obtained. The original sample was re-tested several times and repeated results were in the range of 0.02-0.04 ng/ml. The results were not reported out of the lab. It is unk if pt treatment was affected as a result of this event.

Manufacturer narrative:
The sample was collected in a sodium heparin tube and it was centrifuged at an unspecified speed for 10 mins. Based on available info, the customer calibrated new accu tni regent in early 2009 three times before obtaining acceptable results. Qc charts show the customer's qc shifted high immediately upon switching to the new reagent. The customer performed a system check eight days later, which failed due to quantity not sufficient (qns) fags. The customer did not repeat the system check but commonly this type of failure is due to not enough system check solution in the sample cup. A field service engineer (fse) was dispatched: the fse performed a preventive maintenance (pm) to the instrument. The fse verified the repair per established procedures and results met published performance specifications. A clear root cause has not been determined to date for this event. A malfunction will be assumed for the purpose of this report.